Event description:
It was reported that the customer has been experiencing blood glucose levels when waking up in the morning (200+ mg/dl). Cold insulin is used to load cartridge. Pump passed delivery system check. Customer's health care professional made adjustments to pump settings.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.